Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 2.5x15 xience v rx stent delivery system (sds) was advanced toward a heavily calcified, very tortuous unspecified coronary artery, however, failed to cross the lesion due to patient anatomy and was withdrawn from the anatomy. Another unspecified sds was able to cross and treat the lesion. There were no adverse patient effects and no reported clinically significant delay in the procedure. The abbott vascular returned goods lab received the device with a hypotube shaft separation. Additional information indicated that while the cath lab was not aware of the shaft separation, the correct complaint device was returned and resistance was felt against the vessel when withdrawing the sds. No additional information was provided.